Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (20s mg/dl). The cause for low bg level was unknown. Customer addressed low bg level with carbohydrates, fluids, and disconnected from the pump. Tandem technical support reviewed pump data and determined a 7 unit bolus was delivered prior to low bg occurring, and the pump suspended insulin delivery as intended. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.